Event description:
It was reported that the lead was capped due to a sudden threshold increase. A hematoma at the pocket site was observed following the lead capping. No further patient complications were reported as a result of this event.